Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technician tried to calibrate the unit because the unit is due for service, and the zero pressure calibration failed. Unit is being sent back for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had "bellavista detected a user interface" issue. Re-started the unit, and the user interface issue disappeared. No patient involvement was reported.